Event description:
I was hospitalized for an elective holep procedure and the hospital used the ge critikon soft-cuf ref sft-a2-2a blood pressure cuff. As a result I suffered severe contact dermatitis on my right arm that included a bad rash/welts. I brought this to the attention of the hospital staff and they said they had never experienced this type of reaction. I researched this cuff and found that it was previously reported to the FDA as a maude adverse event report on october 10, 2018 in FDA report number mw5080497 and MDR report key (B)(4). The individual referred to in that report suffered the exact same consequences that I did and there doesn't appear to be a conclusion from the FDA. I had a similar event happen to me last (B)(6) 2019 in a previous surgery with the (B)(6) where the result was worse and was never determined what caused it. Started on the same arm but the whelps were significantly worse and in multiple places on my body. This incident confirms that it is this specific manufacturer's cuff that has caused this reaction in both incidents. FDA safety report ID# (B)(4).